Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Although, limited information was available regarding the event and the patient, a thorough investigation was performed (returned device, device history record review, and complaint history review). Based on historical data and the review of explant analyses from previous complaints exhibiting similar deformation patterns, the most probable root cause may be attributed to surgical technique-related factors or patient-related factors, such as trauma, prosthetic misalignment or bone impingement

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on an unknown date. Subsequently, the patient underwent a revision surgery on an unknown date, due to unknown reasons. Attempts have been made and no further information has been provided.